Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc (B)(4).

Event description:
It was reported that a male patient (B)(6) underwent cardiac ablation procedure for paroxysmal atrial fibrillation with thermocool¿ smart touch¿ sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, after successful, uncomplicated isolation of right sided veins, and during the ablation of left sided ridge between the left superior pulmonary vein (lspv) and the left atrial appendage (laa), and while the lasso was in the lspv, the patient became haemodynamically compromised. The anaesthetic team had been supporting for several minutes and the xray showed minimal heart border movement. The transesophageal echo (tee) was inserted and it showed significant pericardial effusion and tamponade. Protamine was given to reverse anticoagulation and the catheters were removed from the left side of the heart and a pericardial drain was inserted and blood was drained from the space. The amount of blood removed was not provided. A manual autotransfusion was used to minimize blood loss. Cardiac function was restored with the removal of 500ml of blood from the pericardial space. Upon ceasing removal of blood to check, effusion re-collected rapidly with electro-mechanical dissociation noted requiring cardiopulmonary support (CPR) whilst further blood drained from space. The cardiothoracic surgeon was consulted and opted to perform sternotomy on the cathlab table. The surgeon identified a hole on the anterior laa wall near the apex, close to the circumflex artery. The patient left the lab in stable condition and woke up the next morning obeying instructions. The case was reviewed with no high contact forces noted. The physician informed the team that he had felt a small steam pop during the left sided ablation set but did not consider it significant at the time as there was no change in ablation data nor a significant impedance rise. The location of the hole did not match ablation site and the surgeon could not determine if the surrounding tissue looked ablated. The thermocool¿ smart touch¿ sf bi-directional navigation catheter and the lasso catheter were used in accordance with the instructions for use (IFU) at all times. The maximum ablation power 40w with all lesions guided by surpoint, average contact force of 15-20g & anterior ai target of 550. The physician believes that no product was at fault. There was no report of extended hospitalization. The patients status is unknown. With the information provided, the event was conservatively assessed as MDR reportable under the ablation catheter (thermocool¿ smart touch¿ sf bi-directional navigation catheter).

Manufacturer narrative:
Additional information was received on 01/06/2021: according to the physician¿s opinion, the procedure and the patient¿s condition were contributing factors to the event. Single puncture, double access transseptal was performed with a standard 8.5fr sl1 and brk-xs needle. Standard irrigation settings were used at 40w with flow at 15ml/sec. There were no error messages observed on the biosense webster, inc. Equipment during the procedure. Graph, dashboard, vector and visitag were used for force visualization. No high forces detected during ablation. No significant impedance spikes. Identified left atrial appendage (laa) tear not in region of ablation. Standard visitag close protocol settings used with surpoint for coloring option. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).